Event description:
Implant failed due to part does not align.

Event description:
Implant failed due to lack of primary stability.

Manufacturer narrative:
Implant failed due to lack of primary stability.